Event description:
Related manufacturer reference number: 2017865-2023-04608. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on both the right ventricular (rv) lead and the atrial (ra) lead. It was later noted that the rv lead had perforated the heart. On (B)(6) 2023, the physician elected to cap and replace the rv lead and the ra lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 for product not returning.